Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test perdop114-811 as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx pump. Performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed n(B)(4) site per variance 5.